Manufacturer narrative:
Upon investigation of the actual device used in this incident found that pocket would not open so user broke lid latch to get medication. A field service engineer arrived and accessed the hardware test application, subsequently performing a force release of the pocket. During the inspection, debris was discovered beneath the pocket contacts on the row board. The engineer removed the debris from all pockets. After rebooting the station and loading the application, the customer tried to recover storage space. They then reached out to technical support to request remote assistance in clearing the phantom pocket. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie latch was broken. The customer reported that they utilized the another station to obtain their medication. There were no adverse events or injuries reported based on this event.